Event description:
Event description boston scientific received information that that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.15v and the box label is 3.25v.